Manufacturer narrative:
The excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2024 to date. The event occurred on 2024-11-24., (114 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump, sn (B)(6) and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. Clinical affairs on (B)(6) 2024 to report that the patient had experienced a seizure with paralysis on (B)(6) 2024. The site also reported small singular strands on the anterior inflow and outflow valve leaflet, both intermittently visible on the pump-side of valves. CT scans performed on (B)(6) 2024 revealed complex partial seizure without level of consciousness (loc), rightward gaze. The patient is currently on medication. The excor blood pump pu valves; 15 ml in/out; ø 9 mm, sn (B)(6) maintained as intended with full fill and ejection.